Event description:
Case description: on 26-may-2023, upon receiving mail from farm it was identified that the incident should be reportable. Hence an amr will be filed for the correction. Since last submission the following information has been amended: -is non-reportable in product tab was changed from yes to no. -narrative has been updated accordingly.

Event description:
Case description: investigation results: novofine® 8 mm 30 g - batch 20k08k (non valid ); the product was not returned for examination. Since last submission the case has been updated with the following (not yet submitted): investigation results updated. Narrative has been updated accordingly.//rvzq final manufacturer's comment: 10-mar-2023: the suspected device [novofine 8mm (30g)] has not been returned to novo nordisk a/s for the investigation. With the available limited information regarding the handling of the suspected device, storage, reuse of the needle it is not possible to identify a clear root cause in relation to functionality of the needle. Needle bent and breakage could be related incorrect handling of device. No conclusion is reached. H3 continued: evaluation summary novofine® 8 mm 30 g - batch 20k08k (non valid ); the product was not returned for examination.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Haematoma and broken novofine 8 mm needle got stuck in tissue [injection site haematoma]. Broken novofine 8 mm needle got stuck in tissue [needle issue]. Needles bend [needle issue]. Case description: this serious spontaneous case from germany was reported by a pharmacist as "haematoma and broken novofine 8 mm needle got stuck in tissue(injection site haematoma)" with an unspecified onset date, "broken novofine 8 mm needle got stuck in tissue(needle broken)" with an unspecified onset date, "needles bend(needle bent)" with an unspecified onset date, and concerned a 76 years old male patient who was treated with novofine 8mm (30g) (needle) from unknown start date for "device therapy". Patient's height , weight and body mass index(bmi) was not reported. Medical history was not provided. On an unspecified date, the patient experienced haematoma and a broken novofine 8 mm needle which got stuck in tissue. The broken needle was removed with tweezers. It was reported that needles bend and break. Batch numbers: novofine 8mm (30g): was requested the outcome for the event "haematoma and broken novofine 8 mm needle got stuck in tissue(injection site haematoma)" was not reported. The outcome for the event "broken novofine 8 mm needle got stuck in tissue(needle broken)" was not reported. The outcome for the event "needles bend(needle bent)" was not reported. Since last submission the case has been updated with the following (not yet submitted): additional information tab updated. References included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes: reference type: e2b report duplicate. Reference ID#: (B)(4). Reference notes: bfarm (bundesinstitut für arzneimittel und medizinprodukte), deu. Preliminary manufacturer's comment: 24-jan-2023: the needle batch number or sample from the same pack has not been returned to novo nordisk for investigation. Relevant information regarding needle handling, storage and re-usage is unavailable for complete assessment. Needle bent and breakage could be related incorrect handling of device. No conclusion is reached.